Event description:
It was reported that the patient received appropriate therapy for an arrhythmia but the device did not transmit the episode to the remote service. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).